Event description:
It was reported that the 2800 system faulted with an exposure error 775. Alternate system used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage tank and the high voltage cables. Performed high voltage tank calibration. The system was tested and found to be working as intended and placed back into service.